Event description:
The customer reported that the system displayed a precharge voltage error message and required repair on a demo system. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the main battery packs and the c-arm drive arm coupling. The system was tested and found to be working as intended and put back in service.